Manufacturer narrative:
H6: investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for unusual gel color and label issue with the incident lot was not observed. Evaluation of the photos did not confirm the reported issue of unusual colored gel, as the color of the gel present in the tube is within our gel color specification limits. Additionally, evaluation of the photos did not confirm the reported complaint of small label, as the label on the tube is the correct label and label size for this tube. The two tubes being compared do not have the same catalog number. Two different tube types are being compared. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to confirm the reported failure modes based on the photos and investigation results provided. No root cause from manufacturing was identified as a contributor. H3 other text: see h10.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube was found containing abnormal additive before use. The following has been provided by the initial reporter: we have a tray of the gold specimen collection bottles. However, we have noticed that unlike usual the serum at the bottom of these tubes is a lemon-yellow colour serum and is so dense and thick. Blood does not mix with it and simply sits on top of it. Is this a faulty batch? The label is also smaller with no room to write any patient information on.

Manufacturer narrative:
Date of event is unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube was found containing abnormal additive before use. The following has been provided by the initial reporter: we have a tray of the gold specimen collection bottles. However, we have noticed that unlike usual the serum at the bottom of these tubes is a lemon-yellow colour serum and is so dense and thick. Blood does not mix with it and simply sits on top of it. Is this a faulty batch? The label is also smaller with no room to write any patient information on.